Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, images of the inflow and outflow of the valve were taken and the serial number was verified to be correct. Visual inspection revealed no anomalies on the carbon subassembly. Inspection and functional testing of leaflet motion was performed per the current manufacturing process requirements and revealed the valve leaflets were fully mobile. No manufacturing surface finish anomalies were identified. The as-returned dimensions of the orifice were within specification from the inflow and outflow aspects. All dimensions impacting leaflet motion met engineering specifications. The carbon components, sewing ring diameter and stiffening ring were measured and were confirmed to meet engineering specifications. The dimensions of the left and right leaflet were within the specification. Conclusion: functional testing and dimensional analysis of the valve confirmed that it met current process specifications. The returned valve met all criteria for release. Analysis concluded that all dimensions met engineering specification. Based on the information received and the analysis results of the returned device a definitive root cause of the leaflets not opening properly was unable to be determined. A possible cause of the leaflet not moving is impingement on patient tissue. The open pivot IFU cautions, ¿testing of leaflet motion must only be done with the enclosed blue leaflet actuator. Use of another instrument may damage the valve. If the leaflets do not move freely due to contact with tissue, the valve orifice may be rotated to a more optimal position as described below. Rotate the orifice only after the suture knots have been tied, securing the cuff to the tissue annulus.¿ the valve was rep laced with another open pivot valve of the same size. (B)(6).

Event description:
Medtronic received information that following the implant of this mechanical valve, one of the valve leaflets would not open. The valve was explanted and another ats valve of the same size and model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device has been returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.